Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped and hit ground, although customer was still able to interact with pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary.